Event description:
The customer's wife reported the customer received an error-4 display message on his freestyle freedom blood glucose meter upon test strip insertion. It was additionally reported the customer was a paralyzed diabetic patient who had an ulcer in his foot. The customer reportedly experienced symptoms of hyperglycemia (vomiting), but the customer's wife was not sure if the customer self-treated his symptoms. The customer was reportedly seen by a doctor who diagnosed him with hyperglycemia and treated him with a "medication to have his blood sugar regulated". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the reported test strip lot # 0724837 is expired (expiration date: 30-nov-2009). During the troubleshooting survey, the customer's wife also reported the meter had blood, control solution or other foreign material into the test strip port.